Event description:
Additional information was received related to the motor stall. It was reported that the pain and spasms were due to the motor stall. The patient had an emergency pump replacement and was given a bolus to resolve the symptoms. The issue was resolved at the time of the report. Information omitted regarding patient symptoms with replacement pump, see (B)(4) return of pain; tightness.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative(rep) and a consumer. It was reported by the patient that the pump "stopped on me in the middle of day "on (B)(6) 2016. The patient stated that the pump was supposed to last another year and a half. The rep stated that they believed the pump was explanted and returned due to a motor stall. It was reported that when the patient went to a healthcare provider, interrogation of the pump logs indicated that the pump had stopped at 12:05 on (B)(6) 2016. The healthcare provider told the patient that they were going through withdrawal for about 6 hours and the patient stated that their body was writhing in pain. It was noted that these symptoms occurred gradually, and that their healthcare provider prescribed oral medications because it was determined the pump had stopped working and was not delivering medication. The patient reported that they experienced withdrawal, as well as tightness in their shoulders, back and neck. It was noted that the pump was used due the patient's neuropathy, and not implanted for this shoulder/neck/back tightness; the patient stated that the stress of the stopped pump and her body going through withdrawal caused the tightness to return to her shoulders, back and neck. The pump was replaced (B)(6) 2016 and the issue was considered resolved at the time of the report.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving bupivacaine 40mg/ml for a total dose of 19mg/day and dilaudid (hydromorphone) 300mcg/ml for a total dose of 142.53 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported a critical alarm occurred. Caller stated on (B)(6) 2016 she was attending an emergency pump replacement when she noted the safe state, motor stalls, and low battery reset in the pump logs. Caller stated the following actions were completed: pump logs were checked and reported symptoms were patient felt "weird, shaky, and wobbly." It was also reported the patient could barely walk. Caller was to follow up with healthcare professional (hcp) and was entering the case to replace the pump at time of call. It was noted the pump was sent back to manufacturer for analysis. The cause of the motor stalls, low battery reset, and safe state was unknown. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.